Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Fse was dispatched and on (B)(6) 2016 tested the sample loader. Adjusted pusher foot on right side x-axis. Cleaned the sample loader end sensors of dust. Re-lubricated the loader motion bearing and placed small amount on belts. Cleaned z- axis for sample probe. Cleaned sample needle. Lubricated z-axis guide rod & leadscrew. Ran two more patient racks without errors. Ran 15 patients without error re-occuring. Also ran two patient racks for the customer after completing the precision testing. The most probable cause of the reported event was lack of adjustment of x-axis pusher foot.

Event description:
On (B)(6) 2016, the customer reported error 701 x axis error with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.